Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 22, 2009. Based on qa assessment, the product met specifications at the time of release. Table top illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned table top illuminator was installed into a calibrated system and booted-up. There was no system message during or after the boot-up sequence. The returned tt illuminator was then functionally tested. The reported event of no illumination could not be replicated. Unrelated to the reported event, the returned tt illuminator¿s lumen output did not meet specifications. The root cause of the reported event can be attributed to a table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A supply chain coordinator reported that prior to a vitrectomy procedure the table top illuminator failed to light. There was no patient involvement. The procedure was started and completed using an alternate light source.